Event description:
It was reported that the remb universal driver sparked during a procedure at the user facility; the user could not identify where the spark came from. The procedure was completed successfully with back-up equipment; no delay, no medical intervention, and no adverse consequences were reported.

Event description:
It was reported that the remb universal driver sparked during a procedure at the user facility; the user could not identify where the spark came from. The procedure was completed successfully with back-up equipment; no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
The reported event that the device sparked was unable to be duplicated.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.